Manufacturer narrative:
Batch review performed on 20 april 2022: lot 2104819: (B)(4) items manufactured and released on 15-june-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 1 week after primary the patient came in reporting pain due to developing a hematoma and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.